Manufacturer narrative:
All available information was investigated and the reported unintended movement (dc shaft positioning) and deformation due to compressive stress (bent shaft) were not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (dc shaft positioning) and deformation due to compressive stress (bent shaft). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the cds moving in an unintended direction. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however when checking the perpendicular angle of the clip, it did not go straight as it moved to the lateral side. The delivery catheter (dc) appeared to be bent therefore it was removed without issue. A new cds was used and the clip implanted, reducing mr to 1. It was noted the sticker on the steerable guide catheter (sgc) was marked s-l instead of a-p. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.